Event description:
It was reported that several programmers were tried, but telemetry could not be established with the device. The physician was going to try to explant the device. No patient complications have been reported as a result of this event. Further information was received indicating that the physician was not going to try and explant the device, and the device apparently remains in use.

Event description:
It was reported that several programmers were tried, but telemetry could not be established with the device. The physician was going to try to explant the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.